Manufacturer narrative:
A combined initial & final report is being submitted due to the device return and evaluation on 28-may-2026 and the completion of the investigation on 03-jun-2026. Investigation - evaluation: device evaluation: the evo-fc-10-11-8-b device of lot number c2377814 involved in this complaint was returned for evaluation. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 28 may 2026. The following observation were made in the lab: visual inspection: red luer of safety wire missing, red marker on 13th dimple before ponr, directional button in recapture position, flexor break observed 15cm & 23cm from white distal tip , inner component exposed, polyimide observed to be broken, flexor compressed directly below zip port, kink noted below zip port 33cm from white distal tip. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. However, a potential contributing factor may be related to patient anatomy and/or the delivery path. As per the additional information received, the device was inspected for damage before use to which there was none. The kink that was noted during the device evaluation, could have occurred during the procedure while being advanced to the target location. Although the user reported that the patient¿s anatomy was not difficult or tortuous, the additional information provided indicates that resistance was encountered while advancing both the guidewire and the device to the target location. Anatomical characteristics, such as sharp bends or constrained pathways, may have caused compression or increased mechanical stress on the device during advancement, resulting in the resistance experienced by the user. This resistance may have led to a build-up of pressure within the device, which could have contributed to the kink. This in turn may have caused a need for force to be used, resulting in flexor damage as seen in the device evaluation. This damage in turn could have led to the device becoming "stuck". As a result, the red safety hub/pulling trigger broke while attempting to remove the safety wire. Consequently, the safety wire could not be removed, and stent deployment could not be completed. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter the stylet got stuck and the ring handle came off so the stent was not released. . Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. An uncovered stent was used to complete the procedure.

Event description:
A combined initial & final report is being submitted due to the device return and evaluation on 28-may-2026 and the completion of the investigation on 03-jun-2026. Description of event: "stylet got stuck ring handle came off so stent was not released. I will keep stent for you to look at it if you want". Yes, it was inside the patient but unfortunately we were unable to deploy the stent. So we had to use uncovered. We were supposed to have 2 fully covered stents. Patient/event info - notes: queries: can you please confirm what is meant by ¿ring handle came off¿? Please indicate on the image below which part ¿came off¿? The red pulling trigger wasn't attached to the stent. Please confirm if device is to be returned? Please provide tracking details. Yes. Was the product inspected for damage before use? (Kinks etc). No damage seen before deploying. Are there any images or videos of the device or procedure available? No. Was the product inspected for damage before use? (Kinks etc) no damage. What was the target location? Biliary tree. Details of the wire guide used (diameter, type, make)? Jagwire 0.035. Was the wire guide inspected for damage before use? No damage. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes. What endoscope type and channel size was used? Duodenoscope 2.8. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy). What was the length and diameter of the stricture? Unknown. Was the stricture dilated before stent placement? N/a, yes, no? Yes. Was an assessment carried out to determine to necessity for pre-dilation? No. Was the safety wire removed? If yes, at what point was it removed. When at the point of no return, the red cap came away from the wire. Was resistance encountered when advancing the wire guide to the target location? Yes. If resistance was felt how did the physician deal with the resistance encountered? Optimal positioning. Was resistance encountered when advancing the delivery system to the target location? Yes. If resistance was felt how did the physician deal with the resistance encountered? What was the position of the elevator during advancement? Down. What was the position of the elevator during attempted deployment? Down. Was the directional button pressed during use? Yes, when unable to deploy. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) Yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes, but not deployed. Were any other defects (other than the complaint issue) observed on the device? Resheathed the stent and removed everything. Put a new stent in.